Event description:
The patient experienced a loss of therapeutic effect, unrelated to a known incident or accident. The patient was seen by his hcp 3 days later who discovered a short on electrodes 2 and 3 (impedance not reported). The patient status was reported as 'unknown'; he was not able to withstand surgery. Additional information has been requested. A follow-up will be submitted if additional information becomes available.

Manufacturer narrative:
Short circuit.